Event description:
Serious problems from mesh implantation from surgery; I have been very sick; I was hospitalized for infection after the surgery; I have been in chronic pain since the onset, was sent home after the surgery, and immediately developed an infection and was hospitalized, for infection and fever; have been to three other doctors who completely wash their hands of the situation who refer me back to the original surgeon who totally abandoned me and says he does not know what to do for me; doctors have changed their stories several times and once they find out what surgery I had, completely change their stories even with tests which they can be interpreted wrongly. I have been so sick from this; my constant pin and sickness since this surgery has totally rendered disabled. I need to know if there is someone who will just be honest and tell me exactly what is wrong with me.